Event description:
It was reported by a company representative that he was in a revision surgery for two l-plates from the midface 1.7 system that had fractured after being implanted. The time from initial implantation to revision surgery and whether or not patient was compliant with post-surgical instructions is not available. The hardware was removed and replaced, and the surgery was completed successfully. The product not available to stryker. No additional information is available at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. The device was not available for return.